Manufacturer narrative:
(B)(4). Event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up/final report will be submitted. Not returned to manufacturer.

Event description:
It was reported the humeral stem did not achieve press fit within the humeral canal. The device was explanted from the humeral canal and the surgery was completed with a larger size. It was reported the surgeon mismatched the broach and final implant size. No adverse events have been reported as a result of the malfunction. No further information is available at the time of this reporting.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified no damage on the stem. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. However, it was reported that "after preparing the humeral canal with 10mm broach and ensuring a tight fit in the canal, a 9mm mini stem (which has a press-fit of 10.5) was selected for implantation." It is stated in surgical technique that "select a humeral stem which matches the final broach/trial used." The root cause of the reported issue is attributed to error user. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.